Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Log files indicate a deactivated alarm 590 - "reference voltage adc2 invalid" after 2p calibration, a deactivated alarm 318 - "inspiration valve failsafe failed/occlusion in inspiration tube" after swapping oxygen cell, and a deactivated alarm 305 "communication to cfb disconnected" after restart. Block test also shows that there is no leak on the valve or on the cell.

Event description:
The customer reported alarms 318 - "inspiration valve/device leaky," 305 - "communication to cfb disconnected," and 220 - "oxygen sensor depleted" while using bellavista 1000 on a patient. Because of the alarms, the patient was removed from the ventilator. However, there is no injury or harm to the patient caused by the event.